Event description:
The patient reportedly experienced a loss of lock after hitting his head at the implant site. External equipment was exchanged; however, this did not resolve the issue. Surgery to explant the patient's device will be scheduled.